Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the suture was not harvested, but remained inside the device, contradicting the reported information. Inspection of the returned device indicated that the posterior cuff miss occurred as evidenced by untouched posterior cuff tabs and undisturbed posterior needle, indicating that no engagement occurred between these two components during needle deployment. Subsequently, the suture could not be retrieved and the knot would not form to be advanced to the arterial surface to achieve hemostasis. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the testing, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this investigation. There were no non-conforming material reports issued against this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sutures were harvested. While removing the device, a fast flow of blood was observed. It was reported that the device didn't capture the vessel properly. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.